Event description:
It was reported that during normal follow up on (B)(6) 2014, the pulse generator exhibited inappropriate measured data. The device was explanted due to normal elective replacement indicator on (B)(6) 2013.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.